Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to noise and far-p wave oversensing on the right ventricular (rv) lead. No changes or intervention was performed; the device will continue to be monitored. The patient condition was stable.